Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)") in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: yasmin from 1989 to (B)(6) 2008. Concomitant products included alprazolam (xanax), bupropion hydrochloride (wellbutrin), oxycodone hydrochloride;paracetamol (percocet) and topiramate (topamax). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced vaginal discharge ("vaginal discharge") and bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient experienced dysmenorrhoea ("painful menstrual cycles"), adenomyosis ("adenomyosis") and adnexa uteri pain ("ovarian pain/fallopian tube pain"). The patient was treated with metronidazole and surgery (hysterectomy with bilateral salpingectomy and hysterectomy(full) , salpingectomy (bilateral) endometrial ablation, loop electrosurgical excision). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal discharge, adenomyosis and bacterial vaginosis outcome was unknown and the vaginal haemorrhage, menorrhagia and adnexa uteri pain had resolved. The reporter considered adenomyosis, adnexa uteri pain, bacterial vaginosis, dysmenorrhoea, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff done loop electrosurgical excision procedure. Date of birth discrepancy-(B)(6) 1969. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 26-feb-2019: plaintiff fact sheet received- new event pain ,bacterial vaginosis were added. Treatment drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)") in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam (xanax), bupropion (wellbutrin), oxycocet (percocet) and topiramate (topamax). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge") and adenomyosis ("adenomyosis"). The patient was treated with surgery (rectomy (full), salpingectomy (bilateral), surgery (endometrial ablation, loop electrosurgical excise). Essure was removed on (B)(6) 2012. At the time of the report, the vaginal haemorrhage, dysmenorrhoea, menorrhagia, vaginal discharge and adenomyosis outcome was unknown. The reporter considered adenomyosis, dysmenorrhoea, menorrhagia, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information, patient details, product information, concomitant drugs and events- menorrhagia, vaginal discharge and adenomyosis were added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)") in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yasmin. Concomitant products included alprazolam (xanax), bupropion (wellbutrin), oxycocet (percocet) and topiramate (topamax). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge"), adenomyosis ("adenomyosis") and adnexa uteri pain ("ovarian pain/fallopian tube pain"). The patient was treated with surgery (hysterectomy , salpingectomy (bilateral) endometrial ablation. ). Essure was removed on (B)(6) 2012. At the time of the report, the vaginal haemorrhage, menorrhagia and adnexa uteri pain had resolved and the dysmenorrhoea, vaginal discharge and adenomyosis outcome was unknown. The reporter considered adenomyosis, adnexa uteri pain, dysmenorrhoea, menorrhagia, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: the event ovarian pain was added. Events outcomes updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)") in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yasmin. Concomitant products included alprazolam (xanax), bupropion (wellbutrin), oxycocet (percocet) and topiramate (topamax). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge"), adenomyosis ("adenomyosis") and adnexa uteri pain ("ovarian pain/fallopian tube pain"). The patient was treated with surgery (hysterectomy , salpingectomy (bilateral) endometrial ablation). Essure was removed on (B)(6) 2012. At the time of the report, the vaginal haemorrhage, menorrhagia and adnexa uteri pain had resolved and the dysmenorrhoea, vaginal discharge and adenomyosis outcome was unknown. The reporter considered adenomyosis, adnexa uteri pain, dysmenorrhoea, menorrhagia, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-jul-2018: pfs received: the event ovarian pain was added. Events outcomes updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("heavy vaginal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful menstrual cycles"). The patient was treated with surgery (underwent a hysterosalpingectomy to remove the essure device). Essure was removed on (B)(6) 2012. At the time of the report, the vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.